Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The physician predilated a 95% occluded lesion in the diagonal with an unk size cutting balloon. However, the taxus express2 8.8% 2.5 mm x 8 mm stent was unable to cross the lesion. No other stent would cross as well. There were no patient complications.